Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. Product review of the air dermatome on november 6, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was below specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on november 6, 2019 which included replacement of the 4 inch width plate, o-ring, hose, needle bearing, spring seal, screws, motor sleeve, motor, bearings, ball plunger, and die cast lever. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome had a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the 4 inch width plate, o-ring, hose, needle bearing, spring seal, screws, motor sleeve, motor, bearings, ball plunger, and die cast lever were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the air dermatome was in need of repair for unknown reason. No further information provided. Upon investigation, it was determined that the motor speed operated below specifications. No adverse events have been reported for this event.